Event description:
It was reported that during the general checkout, the ventilator made a clinking noise and then stopped ventilating. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The field service technician found the turbine was seized. The turbine was replaced to correct the reported problem.